Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for 2 units of ar-2323psp, 5.5 mm peek swivelock® anchor, self punching with white/blue 1.3 mm suture tape, ve5, the peek self punching eyelet was damaged during insertion in lateral row of humeral head. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as they used a punch.